Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The patient was revised because of pain and metal sensitivity. Update rec'd 10/1/2014 - litigation papers received. In addition to what was previously reported, litigation alleges, the patient suffers from discomfort, inflammation, a popping/snapping sensation, and large amounts of toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone. There is no new additional information that would affect the outcome of the investigation. Update 8/6/2015 - pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated metallosis and increased metal ion levels (no labs provided). A correct dor was provided. The stem is being added to the complaint. The complaint was updated on: 9/1/2015.

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear metallosis and elevated metal ions. Added surgeon, lawyer, law firm, corrected patient identifier and update product details. Stem was already reported.